Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that during an accolade endoprosthesis surgery, while the femoral stem was positioned, the handle impactor remained stuck to the stem making impossible the positioning. A second impactor was available, so another stem of the same size was used .

Manufacturer narrative:
An event regarding seizing issues between an accolade stem inserter and a hip stem was reported. The event was confirmed. Method & results: device evaluation and results: "damage was observed on the chamfer of the stem inserter and proximal rim of the hip stem. The damage was consistent with overtightening. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical records were received for review and patient factors did not contribute to the event. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the damage observed on the chamfer of the stem inserter and proximal rim of the hip stem was consistent with overtightening. No materials or manufacturing defects were observed on the surfaces examined. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during an accolade endoprosthesis surgery, while the femoral stem was positioned, the handle impactor remained stuck to the stem making impossible the positioning. A second impactor was available, so another stem of the same size was used .